Event description:
User facility medwatch report, uf/importer report #(B)(4), was received that states: "describe the event or problem: two failed perclose devices in the cardiac catheterization lab. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known." Additional information was received from the account. It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly, hemostasis was not achieved with the two pre-placed prostyle sutures as there was still some bleeding present. Another prostyle and another closure device were used to achieve hemostasis. A pseudoaneurysm was noted. Balloon tamponade was performed to "reduce bleeding and seal the hole". There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medsun report attached uf/importer report (B)(4).

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.